Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there are problems with the capture management and measuring problems with the device. Dissatisfaction with the product was expressed. The device is still in use. No patient complications have been reported as a result of this event.